Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not yet received.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 8030647-2017-00002 for the first event. It was reported that an air leak occurred in the sleeve. After changing out the first leaking device (see 8030647-2017-00002), the second device also immediately developed a leak and required replacement. There was no reported injury to the patient. No further information has been provided at this time.